Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient stated that she had connected bags to old supplies and they were all mixed up. This complaint cannot be confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the complaint is use error. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed without the lot number.

Event description:
During troubleshooting for a related complaint, the technical service representative (tsr) assisted the home patient (hp) to set up with new supplies. The hp stated the check lines and bags alarm occurred again. The tsr further advised the hp to pull down on lines, to rebreak frangible, to move clamp and rub line, to flip bag, and to check drain line for kinks or closed clamps. The hp stated the alarm repeated. The tsr advised the hp to disconnect the drain bag and press go. The hp stated she had 2 drain bags; however, then stated she had one drain bag. The tsr advised the hp to throw all supplies from the previous setup away so that she does not confuse the supplies that are now connected. The tsr advised the hp to press "go" after the drain bag was disconnected. The hp stated that she had connected bags to old supplies and they were all mixed up. The tsr advised the hp to call the nurse to assist her in person. On (B)(6) 2011 product surveillance spoke with the home patient's nurse (rn) who stated that the hp had not informed her of the event. The rn stated that the last time she spoke with the hp she advised the hp that she may need to switch to continuous ambulatory peritoneal dialysis (capd) since the hp lived alone and the hc machine may be too much to handle for her at this time. The rn advised that she would be following up with the patient that day. No patient injury or medical intervention was reported.